Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm4) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a recoverable fault and universal surgical manipulator (usm4) was showing error 32097. Technical support engineer (tse) reviewed logs and confirmed 32097 reported by usm4 acm board. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) came into failure analysis with the reported problem, error 32097, and was confirmed as having occurred in the field but not replicated. During the visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber tested and failed pointing to clock spring, rolling loop and parallelogram. Once testing was completed, the fibers were aba tested, and it was verified to be the source of the fault. The probable root cause was attributed to the clock spring assy, rolling loop assy and the parallelogram assy based on findings from failure analysis.

Event description:
Refer to h11 for follow-up information.